Event description:
It was reported that the pump's time was offset by six minutes. The date was correct. The customer does not believe that the pump is keeping time correctly as a site change reminder had occurred two days early. There was not reported impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot to determine a possible cause as the pump t:connect history was not provided by the customer.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.